Event description:
Reporter alleged the nurses' meter read 120 mg/dl at 8:10 am compared to the customers' meter reading of 248 mg/dl performed at 8:15 am. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.